Manufacturer narrative:
H10: the device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time, however fracture was identified during the evaluation. The device is labeled for single use. H11: g1, b5, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the malfunction indicated that model cre14s recanalization catheter allegedly experienced detachment of the tip of the recanalization catheter and core wire segment which remains in the patient. The health care provider allegedly did not remove the detached material from patient. There was no further treatment. This report was received from one source. There was one patient involved with no reported patient injury. Patient age, weight, and gender were not provided.

Event description:
This report summarizes one (1) malfunction. A review of the malfunction indicated that model cre14s recanalization catheter allegedly experienced fracture, material separation and detachment of device or device component. This report was received from one source. There was one patient involved with no reported patient consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed detachment of device or device component. The investigation was reassessed and trending device code (1260 - fracture and 1562 - material separation) has been removed. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model cre14s recanalization catheter allegedly experienced detachment of the tip of the recanalization catheter and core wire segment which remains in the patient. The health care provider allegedly did not remove the detached material from patient. There was no further treatment. This report was received from one source. This event involved one patient with no reported patient injury.